Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt underwent a pump exchange. It was reported that the pt was exchanged over to another MFR's device. No further info is available at this time.

Manufacturer narrative:
The subject device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.